Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery that is 90% stenosed. The 3.5x28mm xience skypoint stent delivery system failed to cross due to anatomy. During removal resistance was noted with anatomy. Another non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.